Event description:
The patient experienced a loss of proper stimulation due to lead migration. She underwent a revision and regained stimulation in areas of chronic pain.

Manufacturer narrative:
Lead: model 3778, lot# v831059027, implanted: 2012 (B)(6), explanted: lead: model 3778, lot# v894592008, implanted: 2012 (B)(6), explanted: recharger: model 37754, serial# (B)(4). Programmer: model 37744, serial# (B)(4). (B)(4).